Manufacturer narrative:
The investigation and analysis of the collected data are still on-going. Additional information will be provided in the next report.

Manufacturer narrative:
Arjo was notified that upon the check of the concerto shower trolley one of the safety catches was found cracked and the side support could not be locked properly. No patient involvement or injury occurrence were reported. The claimed device was evaluated by the qualified arjo representative and the malfunction was confirmed. According to the inspection results it was found that one side support safety catch was damaged near to the spindle. Each arjo concerto shower trolley is assembled with four safety catches which are responsible for locking the side supports (two catches on each side of the device) in upward position during use of the device for patient handling. Due to notifications of the safety catch defects a stock sorting of these components at the manufacturing site was carried out and revealed that the same issue occurred on all components (hardly noticeable, but visible connection line/crack). Visual inspection of the defective parts showed that a thin gap could have been noticed only during component movement. The potentially affected scope of products was assessed based on the review of recent history for this component. It was confirmed that problem was related to change of the supplier, who was approved to provide the safety catches in october 2018. Arjo was supplied with last batch of safety catches manufactured by the previous supplier on 2019-jul-24. First delivery of defective components was received on 2018-oct-16, however affected components were released to production on 2018-nov-07. Therefore it was confirmed that all concerto trolleys manufactured between 2018-nov-07 and 2019-jun-14 (date of initiated containment action) are potentially affected. All of the not distributed and potentially affected complete devices and spare parts were covered by containment action. Arjo has performed test to determine if safety catch with defect in question has enough strength and reliability for application environment and also is able to withstand the forces applied during use over the product life cycle without creating an unacceptable risk. The tests performed on catches with crack showed the crack increased in time and component did not withstand applied force of 1500 n. Therefore, the test result was negative. Further investigation to establish exact cause of the detected safety catches defects was performed. According to the engineering change history for the product, an engineering change was raised and implemented on 2018-nov-15 for parts manufactured by the new supplier. Its purpose was to increase the diameter of the safety catch holes. When the change was implemented it contributed to manifestation of the mold construction error. It caused that during injection molding process the material flow was different from this before the change and as a consequence of the two factors component was not fully molded. The air remaining in mold did not allow the material to connect, which led to creation of the connection line and crack. Based on the performed analysis, the venting system (for removal of excess air from mold) was found to be not sufficient. Before change of the hole diameter the connection line was visible as well, but a similar crack did not occur. According to the drawn conclusions, a mold modification was implemented at the supplier's site. Based on the performed analysis, the root cause of the occurred failure was found to be related to both change of the safety catch specification and lack of the sufficient venting channels in mold construction. In order to correct this issue, on 8th august 2019 arjo has decided to perform a recall (manufacturer ref. Number: fsn-poz-002-2019). The recall strategy is to contact all affected customers regarding the issue and arrange an arjo service technician visit at their facilities in order to perform the safety catches replacement. In summary, according to the gathered information the involved concerto/basic shower trolley was not used for a patient handling when the defect was detected. Based on the performed evaluation of the device there was a side support safety catch malfunction. This complaint was decided to be reported to the competent authorities in abundance of caution as the claimed defect may in specific conditions result in an injury.

Manufacturer narrative:
The investigation has not been completed yet as analysis of the collected data is still on-going. Additional information will be provided in the next report as soon as possible.

Manufacturer narrative:
The claimed device was evaluated by the qualified arjo representative and the malfunction was confirmed. The investigation is on-going and additional information will be provided in the next report.

Event description:
Arjo was notified that upon the check of the concerto shower trolley one of the safety catches was found cracked and the side support could not be locked properly. No patient involvement or injury occurrence were reported.